Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. 2 sensors were reported (serial numbers unknown) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported encountering a "replace sensor" error message with 2 of abbott diabetes care (adc) devices. No further information was provided. There was no report of an adverse event, self-treatment, or third-party treatment required due to the reported product issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. 2 sensors were reported (serial numbers unknown) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction. Section b5 was incorrectly documented in the initial report. The section has been updated.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported encountering a "replace sensor" error message with 2 of abbott diabetes care (adc) devices. No further information was provided. There was no report of an adverse event, self-treatment, or third-party treatment required due to the reported product issue. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported encountering a "replace sensor" error message with 2 of abbott diabetes care (adc) devices. No further information was provided. There was no report of an adverse event, self-treatment, or third-party treatment required due to the reported product issue. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported encountering a "replace sensor" error message with 2 of abbott diabetes care (adc) devices. No further information was provided. There was no report of an adverse event, self-treatment, or third-party treatment required due to the reported product issue. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.